Event description:
According to end user hosp, the hub of an introducer detached from the sheath portion of the device when the introducer was being removed from a pt. The sheath had been sutured in place in the intensive care unit and had performed properly during the procedure. The physician noted that the sheath had been set very deeply during insertion (the proximal part of the tube was not visible). The pt was sent to radiology for an x-ray, and an incision was made in the opposite groin to remove the sheath. The physician indicated that the pt suffered no add'l adverse outcome from this event. The hosp is retaining the device.